Event description:
On the event date, the patient reported that for the last few months she has had elevated blood glucose readings in the 400's mg/dl about once a week. She stated she takes the appropriate insulin but her blood glucose does not decrease. She stated this has occurred while using 2 different types of insulin infusion sets. She stated her doctor stated her basal rates are fine and suggested she get a new insulin infusion device. Troubleshooting did not find any product issues. Product was replaced and requested to be returned for evaluation.